Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. 'A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional data: b.3., b.5., b.6., b.7., d.1., d.2., d.4., d.6., g.1., g.3., g.5., h.4., h.6.

Event description:
Additionally, healthcare professional reported left side capsular contracture, baker grade iii.

Manufacturer narrative:
The events of abscess, fistula, wound dehiscence and drainage are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was abscess, fistula, wound dehiscence and drainage. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(4).

Event description:
A patient reported that they experienced ¿discomfort¿, ¿ inflammation¿ and ¿fluid accumulation¿ in the implanted region. It was reported that the ¿pain and swelling generated fistula. There was leakage and below the left prostheses, the region became inflamed and there was an open wound leaking blood and pus (this condition lasted for 1 month)¿. The device remains implanted.